Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty scanning and starting a newly applied freestyle libre 3 plus sensor used with the ilet system, receiving a scan error until guided through proper scanning and pairing steps, after which activation was successful and the device proceeded to warm up. No adverse clinical symptoms reported. Outcomes included restored cgm function after successful activation with no alerts or alarms post-pairing. User support included customer care troubleshooting and user education on correct scanning technique and expected warm-up behavior. Investigation of this case revealed user handling and scanning technique contributed to the initial scan error, with the sensor and integrated system operating as designed once correctly paired. It was concluded, based on previously established findings for similar reports, that the cause was use related to scanning and activation procedure.